Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular lead was exhibiting noise for a few years. The physician elected to abandoned this lead. A new system was implanted. No additional adverse patient effects were reported.